Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the reported issue and reseated the orange fiber cable on the axes controller unit (acu) to resolve the issue. The system was rebooted, tested, and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted hysterectomy benign surgical procedure, the customer contacted the technical support engineer (tse) to report a fault. The error began with 40067, after which the system was restarted, and later errors 26002 and 319 occurred. The customer was unable to recover from the error state, so they disabled arm3, and issue was resolved. The site completed the surgery using 3 arms. The tse informed the customer that the issue was likely an internal error and that further troubleshooting would be required by a field service engineer (fse). The procedure was completing as planned with no reported injury.